Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels displayed as ¿high¿ (specific value was not provided) with trace or moderate ketones. Cause was not known. Customer administered a correction bolus via the pump as well as performed a supply change to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.